Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision of a distal humerus construct performed on (B)(6) 2015. The patient originally had surgery on (B)(6) 2015 to repair a comminuted distal humerus fracture with a 2-hole variable angle locking compression plate (va-lcp) lateral distal humerus plate, and some independent lag screws. This fixation had since failed and the patient was brought back to surgery. The surgeon removed the existing plate and fixed the distal humerus with a variable angle locking compression plate (va-lcp) lateral 7-hole plate and a variable angle locking compression plate (va-lcp) 4-hole medial distal humerus plate. The surgeon was satisfied with the revision in hopes that the patient will now go on to heal. The explanted hardware has been discarded by the facility.this is report 1 of 2 for (B)(4).